Manufacturer narrative:
(B)(4). The reported issue of an observed melted right (male) iui connector was confirmed. The right side (male) iui connector was found to be both melted and broken. Greenish deposits were also observed on several of the undamaged pins. Rear case, behind pins 2 and 3 was found to be melted. A resistance measurement of the right iui connector when removed from the pump module indicated that all pins were shorted together. Functional testing also found that the shorted iui condition caused the power fet (q21) on the motor controller board to burn due to excessive current/heat during the iui shorting event. The results of the failure investigation determined that the failure condition is consistent with the customer reported cause.

Event description:
Customer reported the male iui connector became wet possibly with normal saline solution from an IV. The device smoked, melted and shorted out the iui connector. The tubing might have been hanging down and draped over the iui connector and might have leaked. There was no patient involvement or patient harm associated with this event.